Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was told to call back if malfunction happened again.